Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that paramedics were called due to hypoglycemia reaching as low as 63 mg/dl. The patient had a seizure and was unable to ask questions. The paramedics administered glucagon and the the patient's dad gave orange juice at the scene. The patient declined going to the hospital. The pod was discarded.